Event description:
Reporter alleged when running controls on the blood glucose device, the meter calculated the results and the voice unit read the values aloud in measures of mmol. It was stated the voice unit alleged the level one control was 3.3 mmol and the level two controls measured 17.9 mmol as well as stated both levels' results were within range. Reporter stated all of the results in the meter memory were in listed in measuring units of mg/dl and the readings were 116, 124, and 91 mg/dl. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.